Manufacturer narrative:
The product will be returned for evaluation, but is not received yet.

Event description:
Reported by telephone: when the packet was removed from the box, the product fell out of the bottom. The bottom of the packet is not sealed and does not have an imprint of a seal. The product will be returned. Malfunction of product/open seal. The product was not used on a pt. No pt, user or other person was injured. No other device was involved in the incident.